Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the basal delivery. Customer's blood glucose level was impacted, it was "high all day."